Event description:
The initial attorney report alleged a defective mesh. The following is based on the medical records provided by the pt¿s attorney: (B)(6) 2003: repair of recurrent incisional hernia with implant of a composix kugel mesh and a flat mesh. A non-bard mesh was identified and manipulated. The pt¿s tissue was noted to be ¿very poor¿. On (B)(6) 2007: repair of recurrent ventral incisional hernia with implant of a non-bard mesh and partial explant of the previously placed composix kugel mesh.

Manufacturer narrative:
The info initially provided by the pt¿s attorney did not require this complaint to be reported to the FDA. Additional info further detailing this pt¿s surgical history have been received which now advances this complaint to MDR reportable status. The pt has co morbidities including obesity, and has underwent numerous abdominal surgeries. The composix kugel mesh that was partially explanted was noted as being well incorporated and the ring was intact. There was no evidence that the mesh was defective. During this procedure, it was necessary to partially suture the non-bard mesh to the ck mesh as no suitable tissue could be identified. After suturing, the portion of the ck mesh that was overlying the non-bard mesh was excised. The info provided indicates the pt experienced recurrence, which is a known possible adverse reaction listed in the IFU. A mfg review of device history records was performed and no evidence of a mfg related cause was found for the alleged event. No sample has been returned therefore, no evaluation could be performed. With the currently available info, no firm conclusions can be drawn. If add¿l event and/or evaluation info is obtained, a follow-up MDR will be submitted.